Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 477 mg/dl at the time of incident. The customer treated high blood glucose with bolus. Customer stated insulin pump had insulin flow blocked alarm. Customer reports insulin does not exit and there was greater than normal resistance with plunger push. Customer declined troubleshooting. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.